Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-02257. It was reported that during coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject presented with history of constant, sharp left chest pain for three days, associated with mild nausea, diaphoresis and shortness of breath. The subject was diagnosed with unstable angina. Cardiac catheterization was recommended which revealed a 95% stenosed de novo lesion located in the mid left anterior descending artery (lad). The lesion was 22 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement using a 3.00 x 24 mm taxus liberte stent with 0% residual stenosis. During the index procedure, post deployment of study stent, the subject experienced chest pain. The chest pain was treated with fentanyl. Two days later, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).